Event description:
It was reported that at the beginning of a procedure the laser system displayed an error indicative of a system malfunction. Customer was connected with technical support to troubleshoot the issue. The system was shut down and rebooted however the error persisted. The system was no longer able to be utilized. There was no report of a pt injury; however the manufacturer is filing this as surgical intervention due to the likelihood that the pt underwent an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
Service engineer dispatched to the facility determined that the customer's reported event was related to the power supply. The power supply issue was corrected by upgrading the software. The laser was retested and released to the customer for use.